Manufacturer narrative:
The device has been returned to the regional facility. When the device is received for evaluation at our investigation facility and the evaluation is completed or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device turned off [by] itself after power[ing] on with no alarm or displayed error message. There was no patient impact or consequence reported.